Event description:
Pt underwent surgical procedure in 2007; while the surgeon was using the small dilator, and sizing for the preparation of the x stop implant, a spinous processs fracture occurred at l3-4. The surgeon aborted the procedure and the x stop device was not implanted; the surgeon subsequently performed a full laminectomy at l3-4.

Manufacturer narrative:
Device not returned. Unable to obtain add'l info from facility. No conclusion can be drawn at this time.